Event description:
The complainant reported that the physician was attempting to remove from a pt's "ihd", a 5cm guidewire tip that broken off during a therapeutic procedure. During this attempt to remove the tip of the guidewire previously used, it was observed that the guidewire currently used had a little breakage at the tip, but was not fully detached from the device. The physician was not successful in removing the previously used guidewire tip from the pt. The complainant indicated that there were no pt complications or add'l intervention required.